Manufacturer narrative:
Section d5: operator of device corrected sections h5 and h8: corrected for reusable device. Manufacturer's investigation conclusion: the reported event of an inability to connect the wireless adapter to the heartmate touch due to an issue with the button was confirmed. Evaluation of the returned adapter revealed that the pairing button was unable to be pressed as it was loose and not pushing on the internal switch button. The pairing button was able to slide freely and become recessed into the adapter when tilted. The wireless adapter was disassembled for further inspection and it was revealed that one of the pins on the switch that the pairing button presses into was detached/lifted from the solder pad due to insufficient solder and the button on the switch was broken off; this prevented the pairing button and internal switch from operating. No other physical anomalies were observed. The reported event was determined to be due to insufficient solder being applied to the component during manufacturing. The wireless adapter is manufactured by an external supplier, and an external corrective action has been implemented to address this issue. The wireless adapter associated with this event (serial number: (B)(6) was manufactured prior to the implementation of the corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter, how to determine the status of the wireless adapter, and how to use the heartmate touch app. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on normal ward and it was not possible to connect bluetooth from the ipad. The button from wireless adapter was not on normal position. It was noted that the adapter did not change color. The adapter was exchanged.